Event description:
The surgeon inserted and removed a three piece silicone lens model aq2010v. No further information was available. The facility has been contacted and additional information has been requested from the facility. No further information has been forthcoming. It is unknown if there were any patient injuries and if there was any lens damage.